Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was attempted to be placed into unsuccessful locations multiple times. When the lead was successfully placed into the desired branch, the physician was unable to remove the whisper wire through the lead. This lead was never in service. No adverse patient effects were reported.